Event description:
During the procedure, the physician used a wilson-cook acu-snare to perform a polypectomy. When the handle was manipulated, resistance in opening and closing of the snare was encountered. The snare was placed around the polyp and cautery was applied. When the polyp was cut half way, the snare would not fully close. At this time, the remainder of the polyp was removed by adjusting the outer sheath. The polypectomy site exhibited what was described as "small bleeding". The information provided indicated this was stopped by injection. It was reported that the patient did not experience harm, re-bleeding of the polypectomy site did not occur.